Event description:
Reportedly, the atrial lead was dislodged and identified in the ventricle and the rv lead positioned in lbb position was found dislodged at the septum. A loss of pacing was observed on atrial and ventricular leads. During the reintervention, the screw of the rv lead did not work properly and a part of the lead body was damaged.